Event description:
Acuity system on floor 2c rebooted several times and there was loss of central station of monitoring. Bedside devices continued to operate and monitor pts. There were no adverse events.